Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, the viperwire fractured and surgical intervention was required for removal. The lesions being treated were long, diffuse, very calcified ctos in the sfa. The physician began spinning with a 1.25 crown on med to high speed for a total spin time of 4 minutes. He spun 30 second runs with angiograms and cardene every third spin. He then switched to a 2.25 crown to finish the debulking. He spun 30 second runs for a total of 3 minutes, and with the intervention completed, attempted to remove the diamondback catheter. The viperwire broke mid-wire and the distal tip of the oad catheter broke inside of the sheath. The physician used a snare and removed the diamondback crown. He attempted to snare the viperwire, but the location of the wire tip was a difficult target as it was in the rci segment. The pt remained stable and was sent to surgery. In surgery, the surgeon performed a cut-down and removed the viperwire tip of which the proximal portion had stuck in the intima, making snaring impossible. Due to the pt's significant pvd demonstrated by 70-80% stenosis of this artery, the surgeon elected to perform ileofemoral endarterectomy at this time to the r common femoral, proximal sfa and proximal profunda femoris. The interventional cardiologist subsequently performed patch angioplasty with a 5.0 x 150 mm balloon for three inflations at 3 atms each. He then performed an angiogram which demonstrated brisk flow with three vessel runoff to the right foot. The pt tolerated the entire procedure well and was transferred to telemetry in stable condition. He was subsequently discharged to home on postoperative day #2 and was well recovered at his f/u visit 11 days postoperatively.

Manufacturer narrative:
Device analysis: only one section of the guide wire and the distal portion of the oad driveshaft were returned for analysis. The proximal driveshaft and handle of the oad were not returned. The distal section of the guide wire was visually examined and the fracture was located 68.5 cm proximal to the spring tip. The guide wire spring tip coils were detached from the solder bond, though the solder bond remained intact. There was also biological material embedded on spring tip shaping ribbon. Finally, there were numerous kinks and bends observed on the core of the guide wire. Examination of the driveshaft section revealed the fracture site was approx 35 cm from the distal tip bushing. The driveshaft exhibited areas of overloading where the filars had been constricted down around the guide wire. It also revealed a segment of guide wire approx 17 mm long engaged in the filars. The material surrounding the guide wire and driveshaft fracture sites did not reveal any inherent deficiencies that would have contributed to the fractures. This guide wire model has a finished length of 335 cm, which means that there is approx 264 cm of the core wire that was not returned for analysis. The guide wire fracture faces were examined in a scanning electron microscope (sem) which indicated a fatigue overload failure mode at the guide wire core fracture site. The driveshaft filar fracture sites displayed a combination of ductile tensile and torsional overload. The root cause of the guide wire fracture could not be conclusively determined as the oad handle was not returned for analysis. (B) (4).